Event description:
Experienced angry knee (swollen, hot, warm to touch, infection) [injection site joint infection] ([injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 and 14-feb-2022 (processed together with clock start date of (B)(6) 2022) from (B)(6) regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (16mg/2ml) (lot/expiration date: 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown. It was not reported if the patient received a corrective treatment at time of reporting, the outcome was unknown. Product technical complaint (ptc) was initiated on 13-jan-2022 for product synvisc. Batch number; 9rsp019a, with global ptc number 100191385 the production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are 3 complaints on file for lot number 9rsp019 and all related sublots. 2 complaints are on file for lot number 9rsp019a: detached plunger and adverse event report. 1 complaint is on file for lot number 9rsp019b: adverse event report. Sanofi will continue to monitor complaints as stated in sop(B)(4) 'product event handling' to determine if a CAPA is required. The investigation was completed on 14-feb-2022

Event description:
Experienced angry knee (swollen, hot, warm to touch, infection) [injection site joint infection] ([injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 and 14-feb-2022 (processed together with clock start date of (B)(6) 2022) from (B)(6) regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (16mg/2ml) (lot/expiration date: 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown. It was not reported if the patient received a corrective treatment at time of reporting, the outcome was unknown. Product technical complaint (ptc) was initiated on 13-jan-2022 for product synvisc. Batch number; 9rsp019a, with global ptc number (B)(4). The production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are 3 complaints on file for lot number 9rsp019 and all related sublots. 2 complaints are on file for lot number 9rsp019a: detached plunger and adverse event report. 1 complaint is on file for lot number 9rsp019b: adverse event report. Sanofi will continue to monitor complaints as stated in sop(B)(4) 'product event handling' to determine if a CAPA is required. The investigation was completed on 14-feb-2022.

Event description:
Experienced angry knee (swollen, hot, warm to touch, infection) [injection site joint infection] ([injection site joint warmth], [injection site joint swelling]) case narrative: this case is linked to case (B)(4) (duplicate case) initial information was received on 13-jan-2022 and 14-feb-2022 (processed together with clock start date of 13-jan-2022) from united states regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) (strength: 16mg/2ml) (lot/expiration date: 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 20 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown it was not reported if the patient received a corrective treatment at time of reporting, the outcome was unknown product technical complaint (ptc) was initiated on 13-jan-2022 for product synvisc. Batch number; 9rsp019a, with global ptc number 100191385 the production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are 3 complaints on file for lot number 9rsp019 and all related sublots. 2 complaints are on file for lot number 9rsp019a: (1) detached plunger and (1) adverse event report. 1 complaint is on file for lot number 9rsp019b: (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. The investigation was completed on 14-feb-2022 follow up information received on 22-feb-2022 from the quality department. The investigation summary with global ptc number: 100191385 was reopened due to incomplete complaint information. No significant information added. Based upon information previously received, country updated in narrative upon internal review on 15-may-2023, the cases (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). All the information from the case (B)(4) (to be deleted) has been merged in the case (B)(4) (to be retained). Hence deleted from the database.